Event description:
It was reported that the patient was experiencing burning sensation across the entire back. The patient was wearing lidocaine patches for pain relief.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing burning sensation across the entire back. The patient was wearing lidocaine patches for pain relief. Additional information was received indicating that the patient's non-rechargeable implantable pulse generator (ipg) had reached the end of its service life, which resulted to burning sensation across the entire back with the lack of therapy. High impedances were noted on port c and d. The patient underwent an ipg replacement procedure during which the m8 adaptors were explanted. The patient was doing well postoperatively, and all explanted devices were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-adapters. Upn: m365sc9218150. Model: sc-9218-15. (B)(6).